Event description:
It was reported that the event involved a male pt while in the sicu (surgical intensive care unit). The md inserted the intra-aortic balloon (iab) through the sheath via femoral with no issues. After approximately one day of intra-aortic balloon pump (iabp) therapy, the pump alarmed kinked catheter and the nurse observed the transducer bag flowing out onto the floor. As a result, the iab was removed and the decision was made not to replace it since the pt no longer needed the support. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt is recovering in the sicu. Additional info received on (B)(4) 2012 per the rn, nurse manager sicu stated that the iab was indwelling for approximately 2 days prior to the event. The rn stated that the md was in the room when the pump alarmed "catheter kinked." The pt was lying in the hospital bed, but does not know if the md was moving or doing anything to the pt at the time of the alarm. The rn entered the room and noticed that the transducer bag was flowing out quickly. It was observed at that time that it was flowing into the helium line clear tubing. As a result, the iab and sheath were removed as one unit. The rn stated that the pt had stents in the left femoral artery where the iab was inserted and it was questioned whether to remove it at the bedside or not, which they did. The md made the decision not to replace the iab since the pt was doing okay without the support. The pt had an irregular heart rate. Approximately 1 day later, the pt expired. Per the rn, the pt expired from renal/liver failure. Upon inspection of the iab, afterwards, the rn stated "the iab lost connection because the metal part broke into two and the line was severed."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.